Manufacturer narrative:
Continuation of d10: product ID: afr-00004 product type: radiofrequency generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, power startup issues occurred when the remote powered down without cause twice, requiring the procedure to be paused and the remote to be restarted and reestablished as the primary unit. During delivery of radiofrequency energy, the electrocardiogram on the anesthesia monitor flatlined, but normal electrocardiogram recordings returned after radiofrequency energy was turned off. No other electrocardiogram equipment in the room appeared affected by radiofrequency energy. Electrocardiogram monitoring was conducted throughout the procedure. The case was completed. The patient experienced pain and swelling around the right forearm near the procedural arterial line. Later in the night, pain and swelling increased. Ultrasound was performed and a hematoma clot was observed. The next day, the patient was taken in for a decompressive fasciotomy on the right hand. Patient was hospitalized until february 11th. It was also reported that the patient was going to have an implantable cardioverter defibrillator (ICD) upgrade and ra lead revision. No further patient complications have been reported as a result of this event.